Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device. And one opening on radius side assessed, as unidentified (tear) opening (shell thickness within specification). And one opening on anterior side assessed, as surgical damage. Missing shell assessed, as inconclusive. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease is observed, wear abrasion is observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii/IV. And rupture. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a.